Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the voluntary medwatch referrence number is (B)(4).

Event description:
It was reported via voluntary medwatch that shaft break occurred. The target lesion was located in the unspecified vessel of the left heart. A 2.50mm x 15mm emerge balloon catheter was selected to dilate the lesion. During insertion into an unspecified guide catheter, the balloon catheter broke. The device never entered the patient's body. No patient complication were reported and the patient's is fine.

Manufacturer narrative:
Device evaluated by MFR., returned product consisted of an emerge balloon catheter with an emerge product pouch. The batch number on the returned device and packaging matched the reported batch number. There was blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. There was a complete hypotube separation 49.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The midshaft was twisted 1.5cm distal of the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the voluntary medwatch reference number is (B)(4).